Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2021-01444. It was reported the patient was scheduled for a revision surgery of the drg system leads. No further information was available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-01444. Additional information received identified the patient opted to have an scs system trial performed instead of the drg lead revision and see if that gave more pain relief. The patient is planning on keeping the drg system in place and get the scs system implanted to use the two systems in conjunction.